Event description:
It was reported that this device triggered an alert due to a ventricular tachycardia (vt) episode. A review of the electrocardiogram showed an atrial driven tachycardia with occasional atrial undersensing with atrial pacing occurring due to atrial beats falling in the refractory period. No actions were taken. The device remains implanted and normal function was confirmed after device testing. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device triggered an alert due to a ventricular tachycardia (vt) episode. A review of the electrocardiogram showed an atrial driven tachycardia with occasional atrial undersensing with atrial pacing occurring due to atrial beats falling in the refractory period. No actions were taken. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the implant date and patient identifier.

Event description:
It was reported that this device triggered an alert due to a ventricular tachycardia (vt) episode. A review of the electrocardiogram showed an atrial driven tachycardia with occasional atrial undersensing with atrial pacing occurring due to atrial beats falling in the refractory period. No actions were taken. The device remains implanted and normal function was confirmed after device testing. No adverse patient effects were reported.